Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware with one of surgical lights - xten. As it was stated, the light fixture did not level and appeared to have uneven gap between main tube and suspension arm. There was no injury reported however we decided to report the issue in abundance of caution as loose connection between main tube and suspension arm may lead to the detachment of the light and then to serious injury or worse.

Manufacturer narrative:
Getinge became aware with one of surgical lights - xten. As it was stated, the light fixture did not level and appeared to have uneven gap between main tube and suspension arm. There was no injury reported however we decided to report the issue in abundance of caution as loose connection between main tube and suspension arm may lead to the detachment of the light and then to serious injury or worse. It was established that when the event occurred, the surgical light did not meet its specification as the gap shouldn¿t occur and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. Unfortunately and despite our best efforts, subject matter experts did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. The most likely root cause of the issue may be related to wrong maintenance of the device, however without further information we cannot confirm our assumption. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Manufacture reference number (B)(4).

Event description:
Manufacture referece number ot286773.

Manufacturer narrative:
The issue is still being investigted by the manufacturer.